Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient had a driveline infection due to pseudomonas aeruginosa, which was treated with multiple runs of intravenous (IV) antibiotics. Last course of IV antibiotics was completed in mid-may and patient was restarted with oral antibiotics, ciprofloxacin. However, on (B)(6) 2017, patient showed worsening drainage from the driveline and increased redness which resulted in new pick line and was administered IV cefepime on the same day. No pain or inflammation along the driveline tunnel was reported. On (B)(6) 2017, patient was admitted to the hospital. Coumadin was held and patient was started on heparin drip and underwent a pump exchange on (B)(6) 2017 due to chronic driveline infection. The device was disposed and will not be returning for evaluation. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.